Event description:
It was reported that patient has pain. Patient has fluid in joint that keeps coming back every time it is removed. Patient will probably be receiving revision surgery. Subsequent information reported by the sales rep indicated that the patient has increasing pain over past year and has had an infusion and was aspirated and was extended for screening. Surgeon thinks patient may be having a metal reaction and should be revised. Additional information indicated that the patient had revision surgery on (B)(6) 2012.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.